Event description:
The customer reported that the ventilator went vent inop during operation due to an occurrence of a data acquisition pcba adc reference failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer contacted mfrs product support engineer (pse) and reported a performance verification test was being run. The pse suggested replacing the gas delivery system with the cable to the motor controller board. The customer called back and reported testing was completed and the reported problem was not duplicated and they returned the unit back to use with no parts replaced. The customer has not provided the serial number of the unit.

Manufacturer narrative:
No mfrs service requested by customer.